Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a routine follow-up it was noticed that the user was not reacting as usual with the device. Hearing performance with the device has been affected since the middle of (B)(6) 2020.

Event description:
At a routine follow-up it was noticed that the user was not reacting as usual with the device. Hearing performance with the device has been affected since the middle of (B)(6) 2020.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally, in situ measurements show 2 channels involved in a short circuit since implantation due to undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
At a routine follow-up it was noticed that the user was not reacting as usual with the device. Hearing performance with the device has been affected since the middle of (B)(6) 2020. The user has been re-implanted on (B)(6) 2020.